Manufacturer narrative:
The evaluation noted that as reported by the literature article ¿early polyethylene failure in a modern total hip prosthesis¿, the exactech novation gxl liner may be prone to a high rate of early failure 26 from wear and severe secondary osteolysis. Review of our institutional registry revealed a prevalence of short to mid-term failures of one specific modern acetabular polyethylene liner component, the exactech novation gxl. Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. Case related to patient ID 5 (table 1 of the attached article): this (B)(6) year-old patient with a bmi of 27.14 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be not available. At 78 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions. No information provided in the following (catalog number, serial number, UDI number, and expiration date).

Event description:
Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. Case related to patient ID 5 (table 1 of the attached article): this (B)(6) year-old patient with a bmi of 27.14 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be not available. At 78 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions. This is patient 5 of 12 being reported for patients listed in table 1 of the article being submitted. All cases are captured as the following complaints in exactech¿s global complaint handling system: case (B)(4).